Manufacturer narrative:
Tw (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
Related to tw (B)(4). The hospital reported that vasoview hemopro 2 malfunctioned during procedure. While harvesting after several passes, the harvester noticed what looked like¿debris¿ which ended up being the broken piece on the device. The broken piece was still attached to the device, and bent. The procedure was finished using a new device. There was a procedural delay. No patient harm.